Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized on the same day of peritonitis diagnosis and remains hospitalized. The same day as event onset, the patient was treated with vancomycin injection (1gm every 4 days, intraperitoneal, discontinued) and amikacin injection (125mm daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from the peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on proper aseptic technique. No additional information is available.